Manufacturer narrative:
Corrected: d4. Corrected: d6b.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs, model: 3660, UDI: (B)(4), serial: (B)(6).1, batch: a000118362.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Investigation was unable to identify which ipg attributed to the issue. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated patient underwent surgical intervention on (B)(6) 2026 during which the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.